Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an acquisition 40 error. The transducer was returned, and an investigation was performed. The acquisition 40 error coudl not be reproduced by engineering, but image quality issues were found. The cause of the issue was determined to be a manufacturing issue with the coaxial cables. The cable assembly manufacturer has changed the process through a CAPA. This transducer was manufactured prior to the CAPA. The transducer was replaced on site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an open heart surgery. During the procedure, the transducer prompted a usacquisitionhw_40 error. The physician replaced the transducer and used another different but similar ultrasound system to complete the procedure. There was a delay but the it is unknown how long. There was no loss of data and there was no patient adverse event reported. No additional information was provided.